Event description:
It was reported by the facility that around ten days after implantation of left ventricular assist device (lvad), a mechanical right vad was temporarily implanted. The mechanical rvad was explanted ten days after implantation. The patient recovered from the initial implant on (B)(6) 2013; this event was over two years ago. No additional information provided.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The manufacturer will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. Implantation of a ventricular assist device is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. All vad patients face risks including, but not limited to: right ventricular failure. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Device not returned.